Manufacturer narrative:
A review of system data was performed and found no issues with the device that cause the adverse event.

Event description:
Pt developed cellulitis post tx. The doctor performed a sonogram. They were prescribed keflex and clindamycin - 3 weeks post tx the infection was no longer present. The area is now open and drained on its own. Left underarm still showing open wound.